Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket revision and was doing well postoperatively. The device remains implanted and in service.